Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by applying excessive force on the shortening strands, nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a knotless tightrope syndesmosis repair kit was used for a right ankle fracture procedure. After reduction and plating, the syndesmosis was reduced using a weber clamp and the tightrope drill was used to drill through all four cortex. The tightrope was passed and upon reduction of the sutures, the construct broke at the level of the button. Another attempt was made to reduce the syndesmosis with a tightrope and the device also broke. A second incision was made (surgical intervention) to remove the device and a screw was placed. A second surgery will need to be performed to remove the screw.